Event description:
It was reported that the patient presented with post operative bleeding following a tonsillectomy procedure using a coblator ii controller and an artc wand. No further information has been made available regarding any treatment administered or patient outcome; however, no further patient complications have ben reported.

Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: electrode wear on the used wand which could lead to diminished functionality, insufficient saline flow to the surgical site, the patient's compliance to post-op instructions such as the types of food consumed, certain medicines and/or bleeding disorders that are known to reduce the body¿s ability to clot, or blood clot falling off allowing the blood vessels to start bleeding again. There are no indications to suggest the device did not meet product specifications upon release into distribution.